Event description:
Ous MDR - this rv lead was dislodged and the patient was shocked inappropriately. This lead was repositioned on (B)(6) 2019. The patient came in for a follow-up on (B)(6) 2019 and all parameters were normal.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available photo of the programmer screen showed a decreasing pacing trend since the implantation of the lead under complaint on the (B)(6) 2019. This finding is consistent with the reported dislodgement of the lead. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - this rv lead was dislodged and the patient was shocked inappropriately. This lead was repositioned on (B)(6) 2019. The patient came in for a follow-up on (B)(6) 2019 and all parameters were normal.